Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was intermittently freezing and entering into carefusion blue screen mode. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station intermittently froze and occasionally transitioned into the carefusion blue screen mode during active use. A technical support specialist (tss) identified the presence of nonessential files on the system, as well as an outdated version of the rss (remote smart services) application. The tss proceeded to remove the unnecessary files and repaired the rss agent application accordingly. Following these corrective actions, the tss confirmed with the customer that the system was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.